Event description:
It was reported that six months post a port placement procedure, return blood allegedly could not be drawn. It was further reported that allegedly there was difficulty in pushing. Furthermore, the implanted port was arranged to be removed. Reportedly after removal, the catheter was found to be allegedly broken in the subcutaneous portion, and the damaged location was roughly located between the puncture point and the anterior zone of the internal jugular vein entering the vessel. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months post a port placement procedure, return blood allegedly could not be drawn. It was further reported that allegedly there was difficulty in pushing. Furthermore, the implanted port was arranged to be removed. Reportedly after removal, the catheter was found to be allegedly broken in the subcutaneous portion, and the damaged location was roughly located between the puncture point and the anterior zone of the internal jugular vein entering the vessel. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows that a clinician was flushing the port catheter by using a syringe which was connected to the introducer needle. A leak was noted in the catheter. Infusion on septum to be made using non coring needle, but the clinician was flushing the port catheter using introducer needle. Therefore, the investigation is confirmed for the reported suction and difficult to flush issues and the identified improper or incorrect procedure as the infusion or aspiration on the septum was done using introducer needle which was against IFU. However, the investigation is inconclusive for the reported fracture issue as there is no visual fracture found in the provided video. Although the definitive root cause for the reported issues could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.